Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited fluctuating high pacing thresholds, along with rising impedances. The patient is not dependent. The rv lead was then surgically abandoned and replaced. No additional adverse patient effects were reported.